Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) called to report a diagnosis of od corneal ulcer in (B)(6) 2020 while wearing an acuvue® oasys® brand contact lenses (cls). The pt reported discomfort and redness immediately on inserting the suspect od cls. The pt didn¿t notice anything unusual in the appearance of the od cls. The pt was prescribed an unknown eye drop. The pt didn¿t have the prescribing ecp contact information at the time of the call but can provide the information on return home. The pt reports daily cls wear with a 15 to 20 days cls replacement schedule. The pt stopped cls wear for 9 months. No additional medical information was provided. Multiple calls were placed to the pt for additional medical and product information, but nothing additional has been received. This event is being submitted as a worse-case event as we were unable to verify the pts diagnosis and treatment with the treating doctor. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0048l3 was produced under normal conditions. The suspect od cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.